Event description:
N/a.

Manufacturer narrative:
Updated fields: g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - the device was not returned to integra(customer stated product would not be returned). Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The definite root cause cannot be confirmed. Possible root causes include customer error/mishandling of the devices or wear of device components from repeated use. Root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The mayfield ultra base unit was returned for evaluation. However, we were unable to confirm the reported issue because the returned device was processed and scrapped upon return and is no longer available for evaluation. As a result, the definite root cause cannot be confirmed. Integra is closely monitoring this reported condition. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report numbers 3004608878-2020-00544, 3004608878-2020-00546, and 3004608878-2020-00547.

Event description:
This is 2 of 4 reports. A customer reported that they frequently experienced trouble while positioning the a2101 mayfield ultra base unit. The transitional member pulls out super easily. There were no patient injuries as the devices were not in contact with the patients. There was a five minute surgery delay. The four (4) units were used for posterior cervical or craniectomy cases.